Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that after a l4/l5 posterior laminectomy for resection of synovial cysts, decompression and instrumented fusion with pedicle screws (back), use of operating microscope (back), ultrasound guidance, intraoperative (back), posterior arthrodesis, single level, lumbar (spine lumbar), posterior instrumentation level 1 (back), allograft morselized (back), autograft spine surgery local from same incision (back), patient developed a wound infection requiring a wash out and removal of instrumentation. Following the second surgery, the drain was being ¿milked¿ by the rn when it snapped off. Placed fractured. Vacuum suction applied to the skin, jp reattached..

Manufacturer narrative:
Lot 1250349 was manufactured on 04/14/25. Visual inspection and pull test were conducted on the drains within this lot and and the drains passed the established acceptance criteria. A sample was received for investigation. Visual and microscopic inspection was conducted and breakage in the non-perforated area was observed. No manufacturing issues were identified for this work order. There was no evidence of excessive force or abnormal handling observed on the returned sample. The root cause cannot be determined. We will continue to monitor related reports to determine if additional actions are necessary.